Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We do not believe the device caused or contributed to the reported event, we are filing this report for notification purposes.

Event description:
It was reported that the patient underwent an anterior spinal fusion at c5-c7 using interbody fusion device and anterior fixation plate. After the patient emerged from anesthesia post op, paralytic symptoms were observed. The patient underwent a revision surgery immediately, the damages of dura mater was confirmed. The revision surgery was discontinued, and the patient was transferred to another hospital to be treated. During the second revision surgery, the surgeon removed all implants; dissected c5 and c6 vertebral bodies; and fused c4-c7 using a longer plate and the autogenous bone graft. However, no improvement in patient's paralytic symptoms was observed after the second revision surgery.